Manufacturer narrative:
Review of the data on the cobas sars cov-2 test indicates, overall, the CT values generated for the alleged 29 samples are late and correspond to samples near or below the lod of the assay. The lower limit of detection (lod) of target 1 and target 2 are different; target 2 is more sensitive as per information listed in table 12 of the instruction for use (IFU), with a mean CT of 36.4 and target 1 with a mean CT of 32.7. The alleged samples with target 1 positive had cts around 35-37 and samples that were target 2 positive had cts around 37-40. As such, results can waiver between positive and negative in replicate testing as observed here with the alleged sample. No product problem was identified in investigation. Product is performing as intended. The customer is using the assay for screening purposes as they indicated there is no community spread in the area. In addition, even though the sample type used by the customer is included in the product IFU, the collection method using dry swab and putting it in vtm as well as heat treating the sample is not what is included in the IFU of the product. (B)(4).

Event description:
A customer from (B)(6) alleged non-reproducible results were obtained for 29 samples. These 29 samples generated positive results on one target (target 1 or target 2) in initial testing with the cobas sars cov-2 test. Five samples had target 1 initial positive results and 24 samples had initial target 2 positive results. Retest of these samples with the same test and with the cepheid genexpert test generated negative results. The lab indicated that for these single target positives, which have not been confirmed, only negative results have been reported out (negative roche repeat result and negative genexpert result). No harm was indicated. Review of the data on the cobas sars cov-2 test indicates, overall, the CT values generated for the alleged 29 samples are late and correspond to samples near or below the lod of the assay. No product problem was identified in investigation. Product is performing as intended.

Manufacturer narrative:
Through the investigation of the case, there were 5 additional samples alleging non reproducible results. The results are the same as the other 29 samples alleged in the case; t2 positive with late CT values and negative during repeat testing. Similar to the previous alleged 29 samples, only negative results have been reported out (negative roche repeat result and negative genexpert result). Based on the overall information and data provided, there is no indication of a product problem. The alleged samples all appear to be near or below the lod of the assay and are expected to have results that waver between positive and negative. Note, the alleged samples were seen across two different reagent kits (g13210 and g16463). An investigation of the reagents was performed with no issues identified. (B)(4).